Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose for 2 to 3 days. The customer reported that they had experienced a high blood glucose level of 580 mg/dl. They also experienced a high blood glucose level of 568 mg/dl. Their current blood glucose level was 286 mg/dl. They would treat the high blood glucose with injection and syringe. They had changed the set but was still having high blood glucose. Troubleshooting was performed and insulin could exit without incident. There were no air bubbles. The bolus wizard and basal rates were both programmed accurately. They were unable to check or bent cannulas because the customer did not want to remove their set. They reported that the bolus history displayed all entries. The customer was sent a tubing clamp so they could call back to perform the no delivery test. The device will not return for analysis.